Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for four patient samples tested with multiple assays on the cobas 6000 e 601 module. The affected assays include the following: the elecsys tsh assay, elecsys ft3 iii, the elecsys ft4 ii assay, the elecsys pth immunoassay, the elecsys troponin t hs assay, and the elecsys vitamin b12 immunoassay. All erroneous results were reported outside of the laboratory to the doctor. The doctor questioned the initial results as they did not make sense. Corrected reports were issued for the repeat values. The first patient sample initially resulted with a tsh value of 0.156 mui/l, which repeated as 0.254 mui/l. This sample initially resulted with a ft4 value of 23.77 pmol/l, which repeated as 10.06 pmol/l. This sample initially resulted with a ft3 value of 13.17 pmol/l, which repeated as 2.56 pmol/l. The second patient sample initially resulted with a tsh value of 1.54 mui/l, which repeated as 2.13 mui/l. The third patient sample initially resulted with a pth value of 1.18 pmol/l, which repeated as 2.07 pmol/l. The fourth patient sample initially resulted with a troponin t value of 3.96 ng/l, which repeated as 9.48 ng/l. This sample initially resulted with a b12 value of 1097 pmol/l, which repeated as 267.5 pmol/l. This sample initially resulted with a tsh value of 0.057 mui/l, which repeated as 2.74 mui/l. This sample initially resulted with a ft4 value of greater than 100 pmol/l, which repeated as 19.88 pmol/l. This sample initially resulted with a ft3 value of greater than 50 pmol/l, which repeated as 4.84 pmol/l. The fourth patient was treated based on the initial results and received a thyroid storm. The fourth patient was treated with 10 mg. Of tapazole following the initial results. No adverse events were alleged to have occurred with all 4 patients. The tsh, ft3, ft4, pth, troponin t, and b12 reagent lot numbers and expiration dates were asked for, but not provided. The field service engineer found that there was a leak coming from one of the pinch tubes below a measuring cell. The pinch tubing was cracked.

Manufacturer narrative:
The investigation determined that the issue found by the field service engineer was the root cause of the event. No further issues were reported after the service visit.